Event description:
Customer's wife reported that her husband was experiencing low blood glucose in the mornings. The wife wanted to review his settings. Her husband's blood glucose was 48 mg/dl. Troubleshooting did not find any issues with the husband's drive support cap. The insulin pump also passed the displacement test. A review of the husband's recent event found he had a stroke a year ago in addition to having his toe amputated. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.